Event description:
Patient presented with a bi-lobed aortic aneurysm. After successful deployment of a bifurcated device and an aortic extension, an angiographic image revealed an intraoperative type iii endoleak that could not be resolved with additional ballooning. A balloon expandable aortic stent was placed which resolved the leak.

Manufacturer narrative:
Patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.use of device with non aneurysm neck diameter less than 18 mm is considered off-label per instructions for use.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy did meet the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.